Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for spinal pain. The patient had poor coupling an d was only getting 2 maybe 4 coupling boxes since (B)(6) 2017. The patient tried charging on bare skin, tried repositioning the antenna, and tried turning the dial but it did not resolve the issue. It was reviewed how to attempt an antenna locate but it did not resolve the issue. The patient has an appointment on (B)(6) 2017 to discuss the poor coupling. There were no patient symptoms reported and no complications reported.